Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation; product testing was performed, and no defect found. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 23-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is not satisfied with replacement product, stating that the control was with in range, however readings are still low. Product will be replaced. Note 2: manufacturer contacted customer in follow-up calls again to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 51, 60, 82, 63 and 57 mg/dl. The customer¿s expected fasting blood glucose test result is 115 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the low results obtained, he had gone to a clinic to have his blood glucose checked. Customer stated he did not have symptoms at the time. Customer stated his blood glucose test result at the clinic an hour later was around 115 -120 mg/dl fasting; customer did not recall the exact results. Customer did not receive any medical treatment while at the clinic and no changes to his medical treatment plan had been recommended. The product is not stored according to specification (stored in the kitchen). Customer had another vial of test strips of the same lot number that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 164 mg/dl using the meter.; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: (B)(6).